Event description:
It was reported that high, out of range hv lead impedance due to a suspected fracture of the svc coil was observed. The svc portion of the lead has been programmed off and lead revision is planned.

Event description:
New information received noted suspected insulation anomaly on the explanted lead.

Event description:
New information received notes that the lead was explanted and replaced. Patient was in good condition after procedure.

Manufacturer narrative:
(B)(4). A fracture of the svc conductors was noted at the svc connector boot consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.